Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The previous report was created in error. The product the adverse event was associated with was an infusion set. Animas does not manufacture the infusion set therefore no regulatory report is required. Animas will forward the complaint to the relevant manufacturer.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 432 mg/dl, with large ketones, polydipsia, abdominal pain, nausea, and vomiting, associated with an alleged occlusion issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump basal rate was adjusted by the patient¿s healthcare provider. The pump occlusion sensitivity was set to low. The alleged occlusion alarm reoccurred with more than one infusion set tubing/site. While on the phone with customer technical support, the cartridge was manually primed with the tubing attached and the insulin was easily pushed through the tubing. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an occlusion issue.